Event description:
It was reported that pumps declared alarms 20 and 30 while pumping. The blood glucose level did not exceed 500 mg/dl, with no adverse impact noted. The customer attempted to load a new cartridge but the alarm reoccurred. Technical support assisted with troubleshooting, confirmed the replacement pump, and provided instructions on returning the problematic pump. The customer is using multiple daily injections (mdi) as a backup therapy.